Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed. The battery cap was unable to secure onto the pump, but the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the battery compartment was cracked, the display screen was dim and discolored, and the audio bolus button cover was detached.